Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer current blood glucose level was 51 mg/dl. Customer stated that he took a bolus this morning for blood glucose of 254 mg/dl and 42 mg/dl carbs but had not the carbs yet. The customer was declined to troubleshooting. Customer stated that he got a calibration not accepted. It was unknown that the customer did used to auto mode feature at the time of event. The the insulin pump will not be returned for analysis.